Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with c3 through c6 stenosis with cord compression and myelopathy. The patient underwent the following procedures: c3 through c6 bilateral decompressive laminectomy and fusion with lateral mass screws and right-sided c5-6 foraminotomy. As per the operative notes,¿ the bone obtained was carefully morcellated and freed from soft tissue in order to use it for the subsequent fusion. With adequate decompression of the spinal cord, attention was turned towards foraminotomy of c5-6 on the right side. Soft tissue bleeding was controlled with bipolar cautery and once this was satisfactory the entire surgical site was irrigated with warm saline. Bone graft and rhbmp2/acs was placed along the lateral gutters in contact with bone, which had been previously been decorticated with a small burr. All retractors were then removed allowing tissues to come back together.¿ no intra-operative complications were reported.